Manufacturer narrative:
Philips checked the system on site and confirmed that the flexvision monitor was not operating correctly. The flexvision monitor was replaced after which the system was returned to use in good working order. The analysis of the log files did not show any information to determine the nature of the failure. Based on trending analysis there is no exceptional replacement rate for the flexvision monitor. No further actions will be taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during an emergency there was no image on the flexvision monitor. The patient was positioned on the table and at the same time the system was switched on. When the system was on, customer noticed that the flexvision monitor was completely black and there was no image. Customer restarted the system but the problem was still present. The patient was moved to another room. This took 30 minutes. Customer indicated that this is a long time for treating a stroke. No patient harm has been reported to philips. Philips has initiated an investigation of this complaint.